Event description:
It was reported that the device was used during a high anterior resection. The device fired malformed staples. The staple line was oversewn with sutures. There were no consequences to the patient.